Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy (vats). According to the reporter: during a lobectomy via video thoracoscopy, the stapler bumped into the trocar which might have slightly moved the sulu inside the device. The surgeon had to force a little bit on the stapler as the sulu would not easily slide in, but suddenly the blade went too roughly, creating a wound on the pulmonary artery. The surgeon had to perform a thoracotomy for hemostasis. It is unknown whether reinforcement material was used.